Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other items, for the report of did not perform cutting. The returned sample was visually inspected and found to be non-conforming with a bent needle, the inner cutter in the port of the needle, and clear/white foreign material on the port face and cutter. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with the inner cutter remaining in the port during testing. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. Gouge marks and wear marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor of the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during surgery. The product was replaced and the procedure was completed. There was no patient harm